Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-link needle-free IV connector broke and resulted in a leak. This occurred during patient infusion. The customer stated that there was no damage or defect observed prior to the infusion. The customer started with a new device and there were no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, it was noted that the next-gen luer activated device was broken. The reported condition was verified. The part is from a third party supplier. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.